Event description:
This lead was explanted due to lead fracture. No adverse patient events were reported. Should additional information be received, this file will be updated.

Manufacturer narrative:
Upon receipt, the leads were received for analysis. The performance of the leads was scrutinized. Solia s 45 the analysis showed that the insulation was found squeezed and damaged 21 cm distal to is-1 connector pin. The outer conductor coil was found deformed in this region. Based on the characteristics, as well as the location of the damages, it is reasonable to assume that the lead was subject to excessive mechanical forces as the result of clavicular-first rib entrapment. Solia s 53 the analysis showed that the insulation was found squeezed and damaged 23 cm distal to is-1 connector pin. The outer conductor coil was found deformed in this region. As mentioned above, as well as the location of the damages, this probably resulted as the result of clavicular-first rib entrapment due to excessive mechanical forces. Prior to the analysis of the leads, the quality documents accompanying the manufacturing process for these leads were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the leads functions to be as specified. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.